Event description:
An external crack developed on the white lumen of my son's silicone, 12.5fr, triple lumen hickman central venous catheter (tunneled in his right ij). This is the fourth defect on this line (1 occurred 6 months after placement, 2 occurred at 1 year post placement, this one at 1 year 4 months after placement, with all 3 lumens experiencing external cracks along the way, two of which evolved into holes in the internal lumens of the central venous catheter). The current crack has evolved into a hole through the internal lumen as well. Product code is 0600650, lot number is huar0379. Placed (B)(6) 2019 at (B)(6) hospital in (B)(6) by dr. (B)(6). I have reached out to bard regarding the quality of this catheter, as my son has never had this many issues, especially not so quickly with a cvc. I have heard little back from them; they haven't shared with me if they have reported this particular issue with the cvc to the FDA or not. The last three tears have been reported to the FDA at my request. Due to the pandemic, we have had to wait for a line repair and keep it covered with a sterile dressing, not using the lumen for about 3 weeks. We won't know until we see the surgeon (when his office is seeing patients again) whether the line can be repaired or must be replaced. My son has had cvcs for almost 8 years now. None has had such poor quality. The bottom three tears have been down towards the end caps in the area where the plastic from the end plastic segment inserts into the silicone portion of the lumen. This second tear in the white lumen occurred below the trifurcation and above the thick section of the line. His last triple lumen hickman was still in good shape with only a couple of repairs by 2.5 years, when it was removed due to a fibrin sheath developing around it that was compressing the line. Bard assures me that they are using the same silicone and the same process to make the cvcs as in the past. I am assuming that they have quality control issues; we haven't changed our line care techniques in the past 8 years, and nothing that we could be doing would cause these erosions in the silicone portion of the lumens. I also want to share that line repairs are common with cvcs, just not so soon, nor with such frequency. They remain under reported to the FDA, as patients do not know to report these defects. My son's survival is dependent upon a properly functioning triple lumen cvc. Could you look into these quality issues with the bard catheters? I am happy to send you the problematic portion of this line once it is replaced or repaired. I am attaching a photograph of the initial external crack, which has now evolved into a hole through the internal portion of the lumen. FDA safety report ID# (B)(4).